Event description:
In or about 2000 the pump was implanted to inject medication. The type/dosage/quantity of medication was not reported. The day after being discharged, the pt was rushed to the hosp suffering an overdose of medication. The pt reportedly "suffered permanent damage" as a result of this incident. The exact adverse outcome is not described.